Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support that a hb message was encountered as well as an air detected in the cassette alarm. The patient contacted the peritoneal dialysis nurse who helped with canceling the treatment. Patient reported that when he opened the cassette door there was fluid inside the cassette door. Patient cancelled treatment on the cycler and completed treatment with continuous ambulatory peritoneal dialysis. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event and that there was no medical intervention. The device was requested to be returned to the plant for investigation.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported complaint symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The internal, visual inspection showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. During the treatment setup, an ls11 (heater bag not detected) warning occurred. An internal inspection of the cycler found that there were indications of fluid in the hp filters of the pump pneumatics. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. After replacing the hp1 filter, an (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cause of the encountered dried fluid could not be determined. The system air leak test passed. The valve actuation test passed. Load cell verification passed. Mushroom head check passed. Tested positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."